Manufacturer narrative:
(B)(4) - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a balloon treatment procedure, a deflation issue occurred. Upon deflation of the 5.0x80mm 80cm sterling¿ balloon catheter the balloon could not be deflated properly. Upon removal the device was difficult to remove through the lock. No patient complications were reported.